Event description:
During the procedure surgeon was attempting to use the csi system with the diamond back 360 attachment. The attachment sheared the wire and made it unable to be used. The attachment and wire were promptly taken off the field. A new attachment and wire were delivered to the field, the case was able to continue on.